Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/13/2014). The patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 11/3/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2014). The patient¿s meter has been returned on 10/16/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on information obtained in a follow-up call by medical surveillance (ms). The patient reported that the power issue occurred on (B)(6) 2014, at 05:00pm. The patient explained during the follow-up call that the power issue was persistent and that he could not test with the subject meter. The patient claimed he did not have an alternative meter to test on. The patient detailed that he manages his diabetes with a combination of insulin, oral medication, diet and exercise and claimed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue, but explained to ms that he usually bases his food and drink intake on his blood glucose readings and because he was unable to obtain results on the subject meter and did not have an alternative meter to test on, he had to guess how much food or drink was appropriate. The patient claimed that ¿around six days¿ after the power issue occurred, he developed symptoms of feeling ¿cold, sweaty and clammy¿ during the night, which he associated with ¿low blood sugar¿. The patient detailed that he was unable to obtain blood glucose results around the time of his symptoms as he had no functioning blood glucose mete available. The patient reported to ms that he self-treated with orange juice, immediately after the onset of symptoms. At the time of troubleshooting, the customer care advocate (cca) noted that there was apparent misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of severe hypoglycemia after the alleged power issue occurred. The patient claimed that due to the alleged power issue he was unable to tailor his food and drink intake which therefore resulted in him becoming hypoglycemic.